Manufacturer narrative:
Concomitant medical products: ethicon vicryl knitted mesh (product ID: vkml, lot number: lb7998). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced abdominal pain. Post-operative patient treatment included revision surgery.